Event description:
Note: date of event is unk. It was reported to boston scientific corporation on june 6, 2008, that a 24fr safety peg pull was used during a peg placement procedure. According to the complainant, the safety scalpel was moved into the locked position and could not be used. The physician completed the procedure with another of the same device.

Manufacturer narrative:
The lot number is unk; therefore, the date of MFR cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. The 2008, 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.